Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their stimulation was increasing all by itself. Patient will monitor symptoms now that they have made adjustments and follow up with hcp if needed. Stimulation was confirmed and comfortable.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: information was not included in initial report. Sending correction medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
They were unable to regulate their device due to an error message when trying to connect to their implant. Their doctor wasn't able to figure out the error message either. They kept getting a device not responding message and could not get past it. The patient was walked through connecting to their settings and the patient was able to successfully connect, switch programs, and increase their stimulation to a comfortable level. While trying to connect the patient was continually receiving a "device not responding" message at intermittent times. On (B)(6) 2024 additional information was received from the patient. They reported that their symptoms had improved but they were still getting wet. Reviewed therapy adjustment options and stimulation expectations. They will adjust therapy as needed.